Event description:
It was reported that while in the cath lab, the md inserted the sheath via the left femoral artery. The intra-aortic balloon (iab) was prepped per the instructions for use (connected one way valve and aspirated the balloon inside the kit during preparing the iab) and the iab was inserted into the sheath. The md felt resistance while the iab was passing through the tip of the sheath. As a result, the md removed the iab and the sheath as one unit. Another sheath was inserted into the right femoral artery and another iab was inserted without difficulty.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.